Event description:
Caller reported consecutive cartridge alarms during insulin therapy. The customer's blood glucose level displaying as "high," though the exact value was unknown. The customer managed their elevated blood glucose by administering a correction injection through multiple daily injections, and no third-party assistance was needed. Tandem confirmed cartridge alarm 35 during troubleshooting and arranged to replace the customer¿s pump. Reportedly, the customer continued to use the pump for insulin therapy.